Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
Follow-up with the surgeon's office revealed that the patient had explant surgery as scheduled on (B)(6) 2014. Both the vns generator and lead were explanted.

Event description:
On (B)(6) 2014, it was reported that the vns device would be explanted that day due to an infection. It was noted that the patient was a twiddler. Attempts were made for additional information; however, they were unsuccessful. No other information has been provided.